Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a no delivery alarm and mentioned that he had a blood glucose level over 600 mg/dl. Customer declined troubleshooting because he thinks that he did not have the connection locked in place correctly, which caused the high blood glucose. Customer is changing out the infusion set and monitoring his blood glucose. Customer was advised to call back or his health care provider if his blood glucose does not come down. Customer also discovered a bent cannula during troubleshooting for the no delivery alarm.